Manufacturer narrative:
Corrected data: (B)(4) - previous code not applicable, there is no statement declaring no patient injury. (B)(4). Previous code not applicable, there is no break or torn material associated with a material integrity issue. Device evaluation: product evaluation found that the lens was returned dry in case/vial. Visual inspection found the lens haptic torn/broken. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -11.00. Device evaluated by manufacturer? No- device not returned. (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there was one similar complaint within the work order. Conclusions code(s): unable to confirm complaint): based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter in patient's right eye (od) on (B)(6) 2015. The lens tore during delivery into the eye. The lens was removed an exchanged for another icl, same model and diopter size. No adverse event was reported. Last post-op visit on (B)(6) 2015, ucva was 20/20.